Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp stabbing pains from the device that would come intermittently. The patient had extreme strong electrical shocking sensation that caused him to lose the feeling and strength in both legs which made him to fall to his knees, attaining a first degree friction burn of both of his knees which showed no signs of infection. There was a deep abrasion to patient's right knee. The patient was prescribed medications. It was also reported that the patient was having pain at the midback incision site. The patient could barely feel the anchors in his thoracic spine. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 18604899, description: next generation anchor kit-sterile; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing sharp stabbing pains from the device that would come intermittently. The patient had extreme strong electrical shocking sensation that caused him to lose the feeling and strength in both legs which made him to fall to his knees, attaining a first degree friction burn of both of his knees which showed no signs of infection. There was a deep abrasion to patient's right knee. The patient was prescribed medications. It was also reported that the patient was having pain at the midback incision site. The patient could barely feel the anchors in his thoracic spine. The patient will undergo an explant procedure.